Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details to date. (B)(6). Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4).

Event description:
It was reported that during a follow-up examination 12 months post implantation of two overlapping vascular stents in a pre-dilated, calcified lesion of 230 mm length in the left middle to distal sfa for treatment of a total occlusion, an in-stent restenosis was detected. Reportedly, a 6 x 150 mm stent was placed first and a 6 x 120 was placed proximal to the first stent with an overlap of 30 mm. The residual stenosis after pre-dilation prior to stent placement was reported to be 30 % and 10 % post stent deployment. Reportedly, the stents were post-dilated with two drug-coated balloons (diameter 6 mm). No intervention was performed but on the basis of the clinical findings, further revascularization will be required in the future. This complaint covers the 6 x 150 mm stent. This is the same patient as reported in medwatch report # 9681442-2016-00276.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Images of the stent implantation were provided. No images of the alleged in-stent restenosis were provided. On the basis of the evaluation of the images received, no indication for an irregular stent placement or a defect or deficiency of the implanted stent was found. There is no indication for a relation between the stent and the reported restenosis. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported in-stent restenosis may be caused by various factors and may occur even in non-defective stents which were correctly placed. Restenosis may be related to the patient's general condition and to the vessel anatomy . An irregular stent placement as well as an insufficient pre- or post-dilation also may contribute to this type of event. In this case, the lesion had been pre-dilated and post-dilation with two drug-eluted balloons was performed. Based on the x-ray images provided, no irregular stent placement could be detected. On the basis of the information available, a definite root cause for the reported event could not be identified. The IFU supplied with this device indicates that arterial occlusion and restenosis of the treated vessel is a potential adverse event that may occur. Furthermore, the IFU sufficiently describes the correct stent placement procedure. Also the IFU states that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that during a follow-up examination 12 months post implantation of two overlapping vascular stents in a pre-dilated, calcified lesion of 230 mm length in the left middle to distal sfa for treatment of a total occlusion, an in-stent restenosis was detected. Reportedly, a 6 x 150 mm stent was placed first and a 6 x 120 was placed proximal to the first stent with an overlap of 30 mm. The residual stenosis after pre-dilation prior to stent placement was reported to be 30 % and 10 % post stent deployment. Reportedly, the stents were post-dilated with two drug-coated balloons (diameter 6 mm). No intervention was performed but on the basis of the clinical findings, further revascularization will be required in the future. This complaint covers the 6 x 150 mm stent. This is the same patient as reported in medwatch report # 9681442-2016-00276.